Event description:
The customer reported that the device was shutting off while on battery power. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report wil be submitted upon completion of the investigation.